Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-aug-2023 h6: investigation summary it was reported the product connected to the infusion set does not allow the liquid to flow. To aid in the investigation, one extension set with a q-syte attached to the female luer port was received for evaluation by our quality team. A visual inspection was performed and no damaged to any of the components were observed. The unit was then tested by flushing the unit with a luer lock syringe. During flushing, resistance was encountered. The components were then separated and tested again. The q-syte flushed without any issue, but the extension set was found to be occluded. The supplier was notified of the reported event. A device history record review was completed for provided material number 385102, lot 2276229. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Additional device histories were reviewed for each batch of q-sytes used in the manufacturing of this batch, and no related quality issues or process deviations were found. Based on the investigation, bd was able to confirm the reported failure mode. H3 other text : see h10.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the product connected to the infusion set does not go liquid, connected to the syringe found to be unable to push the complaints need to be answered, green claims need to be made, samples can be returned.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the product connected to the infusion set does not go liquid, connected to the syringe found to be unable to push the complaints need to be answered, green claims need to be made, samples can be returned.